Event description:
It was reported that during insertion in the operating room, the doctor pushed forcefully but was not able to pass the guide wire through the needle. As a result, a new kit was opened and used without issue to successfully complete the procedure. The tip of the guide wire was confirmed to be kinked after the procedure was done. Although it is not known if the guide wire kinked before or during the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).